Event description:
Patient reported that the expiration date, catalog number, code, control ranges, and lot number were not printed on the strip vial. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.